Manufacturer narrative:
The complaints for balloon torn and component separation were confirmed based on evaluations of returned device. Dimensional testing on returned device was performed and met the crimp balloon wall thickness specification. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''new ds and valve inserted, and again valve got stuck in tortuosity in rt. Iliac. Attempted multiple manipulations w/o success. At this point it was noted that patient blood pressure was 37/23. At this point md again pulled sheath and ds back.'' Per additional follow up, ''when attempting to remove the 2nd delivery system, a part of ds sheared off. All the pieces of the ds were accounted for. The vascular surgeon tore the valve that was loaded on balloon to remove from body. They had difficulty removing ds. This occurred after surgeon cut down. Vascular surgeon either cut or used his hands to break the mounted valve portion of ds to remove the valve from the body. Patient's anatomy was moderate to severe degree of tortuosity.'' Evaluation of the returned device showed evidence of balloon torn. The guidewire lumen also appeared to be separated from both end (nose tip and y-connector) and the spring coils appeared stretching. As withdrawal difficulty was encountered, the surgeon may have heavily manipulated the device with high pull forces to retrieve the device, including breaking the distal end of device manually. This could have led to the balloon torn, guidewire (nose tip and y-connector) separations, compressed valve, spring coils stretched as observed in product evaluation. In addition to, evaluation of the device confirmed the presence of adhesive on guidewire lumen to y-connector and nose tip bond area, indicating the component separations were unlikely due to manufacturing non-conformance. Based on the evaluation results, available information suggests that procedural factors (device manipulation resulting from withdrawal difficulty) may have contributed to the complaint events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691-2024-04959 and 2015691-2024-04962. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 valve, both femorals were tortuous with relatively low amount of calcium. The md had slight difficulty inserting the 14f esheath plus due to tortuosity, but was able to deliver. They then attempted to deliver the 29mm commander delivery system (ds) and move next over the safari, but the valve got stuck in the right iliac and was unable to advance any further. Attempted a buddy wire through th left groin. After much manipulation, they were not able to advance valve any further. Under flouro it had appeared that valve went through the sheath(seam). The md pulled the sheath and ds back, performed an abdominal aortagram and no injury was noted. At this point it was decided to remove valve, ds and sheath together. A new 16f esheath plus, ds and valve were prepped. The md removed safari wire and inserted lunderquist for more support. Was able to advance sheath slightly further into aorta. A new ds and valve was inserted, and again valve got stuck in tortuosity in the right iliac. They attempted multiple manipulations without success. At this point it was noted that patient blood pressure was 37/23. At this point the md again pulled the sheath and ds back. Aortagram showed a large extravasation was noted from right iliac from an iliac rupture. The md attempted to balloon to stop bleeding without success. Patient went into vfib, and chest compressions were done over 1 hr. Surgeons were able to open abdomen and control some of the bleeding. Patient vfib arrested numerous times, and after over an hour of compressions, the md called it. The sheaths, valves and delivery systems will be returned for evaluation. Per the fcs, the initial reporter did not allege the edwards device were deficient. The expansion tool was used and the loader was able to be fully inserted into the sheath/sheath housing. When attempting to remove the second delivery system, ''a part of ds sheared off''. All of the pieces of the ds were accounted for. The patient's degree of tortuosity was moderate to severe, degree of annular calcification was mild and the minimal luminal diameter was 6.5-9. Per additional information ''the vascular surgeon tore the valve that was loaded on balloon to remove from body. They had difficulty removing ds. This occurred after surgeon cut down.'' Per clarification from the fcs ''according to the ic, the vascular surgeon either cut or used his hands to break the mounted valve portion of ds to remove the valve from the body. This was all done emergently as patient was crashing.''

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from initial evaluation of the returned device. The following sections of this report have been updated: b.4, b.5, g.3, g.6, h.2 and h.6 device code (added 4008) and type of investigation (updated to 10). The investigation is ongoing.

Event description:
Per pre-decontamination evaluation, the commander balloon is torn proximal to the ic bond.